Manufacturer narrative:
The crp reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant c-reactive protein IV on a cobas 4000 c311 stand alone system. The first sample initially resulted in a crp value of < 0.00 mg/l with a data flag and it repeated as 6.44 mg/l. The second sample initially resulted in a crp value of < 0.00 mg/l with a data flag and it repeated as 1.64 mg/l.

Manufacturer narrative:
A reagent issue can be excluded as there were no further events and the correct repeat measurement was performed using the same reagent. The investigation could not identify a product problem. The cause of the event could not be determined.